Event description:
The device was returned to the service center for a report form the customer contact that the device mechanism would not calibrate. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the device regulator closer was not seated properly.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.